Event description:
It was reported, the patient had an elevated gradient and a reoperation was scheduled to determine the cause. The valve was explanted, and the surgeon took a frozen section of thrombus and a muscle biopsy to help determine the cause of the reported thrombus. The valve was replaced with another manufacturer's valve. The patient is reported to be recovering and additional information has been requested.